Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced two cases of component separation, one case of leakage, and one case of air bubbles/air in line. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: unknown event 1: verbatim: one came from pacu and during handoff they noticed that the IV fluid was leaking out of the IV pump event 2: verbatim: the second one came from our stock and simply fell apart as she was priming it. Event 3: verbatim: one from pacu- nurse put it into the machine and got the air in line alarm event 4: verbatim: one fell apart during priming from our own stock

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaints of fluid leaking from the pump, tubing falling apart during priming (x2), and air in line could not be verified due to the product not being returned for failure investigation. The root cause for the failures could not be identified without a failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced two cases of component separation, one case of leakage, and one case of air bubbles/air in line. The following information was provided by the initial reporter: material #: 2420-0007; batch/ lot #: unknown. Event 1: verbatim: one came from pacu and during handoff they noticed that the IV fluid was leaking out of the IV pump. Event 2: verbatim: the second one came from our stock and simply fell apart as she was priming it. Event 3: verbatim: one from pacu- nurse put it into the machine and got the air in line alarm. Event 4: verbatim: one fell apart during priming from our own stock.